Event description:
Additional information received from the consumer reported that the implantable neurostimulator (ins) stopped functioning after lower back surgery and somehow the cables could not make any more contact. The non-functioning ins needed a change of position. The steps taken to resolve the issue was that the patient was anesthetized and they said the unit could be saved. The ins was replaced and connected to new cables. The patient loved to have a system that worked. The issue had been resolved and the patient was still readjusting the ins to the strength required.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# v880221, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported experiencing a loss or change of therapy. Her symptoms slowly returned, she had a reduced output, and she was more frequently going to the restroom since 2013. In (B)(6) 2015, the patient had back surgery right above the implantable neurostimulator (ins) location. She went to a physician's assistant who checked the device with a clinician programmer. The physician's assistant said that four of the five electrodes were dead. The patient was switched to the only electrode working and she started to have pain. Her symptoms included sometimes not being able to void and terrible bladder pain from not being able to expel urine. Only three drops of urine would come out and she got overwhelming cramps that would last 20 to 30 seconds. The pain started the week of (B)(6) 2016. She didn't know if the screws in the plates in her back were the cause of the pain. The patient was at her doctor's office the week prior to (B)(6) 2016 and was going to see a manufacturer representative. On (B)(6) 2016 .she was going to get a new device implanted. No potential event cause or outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that the implantable neurostimulator (ins) was doing its job wonderfully. The patient never wore tight clothing after the surgery in 2012. To keep up the patient's strength, they walked almost 2 miles every day. After the patient's back surgery on (B)(6) 2015 they did not have the proper digestion. It started to tighten the patient's bladder and was very painful for a few drops. The patient distinctly knew and remembered their mother relieving the constipation by giving them an enema. The patient did not remember having a problem urinating, and this started shortly after they had their 3 children in 1966. The patient went to see their health care provider's (hcp's) office and they said that the 4 channels were out of order. The last program, the fifth program, worked only for about 2 weeks and their surgery was set for (B)(6) 2016. The patient had constipation in the past, but didn't remember having a problem urinating.